Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with failure to capture from their left ventricular lead due to dislodgement. The lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.